Event description:
An endurant stent graft system unknown bifurcate was implanted for the endovascular treatment of a 33mm internal iliac artery aneurysm. The proximal neck was 24-28 mm in diameter and 15 mm in length. The left common iliac artery was 14-19-14 mm in diameter and the right common iliac artery was 11-13-10 mm in diameter. The right external iliac artery measured 9-11-9 mm in diameter. It was reported that during the final angiogram a proximal type I endoleak was observed. The physician performed a touchup and coiling however, the endoleak did not resolve. The physician¿s comments states that the patient had a short aortic neck, so it was an acceptable result and was able to treat. The physician will monitor the patient. The physician believes the relatively short aortic neck was the cause of the event. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label (treating an internal iliac artery aneurysm) .